Event description:
It was reported that patient underwent a signature knee arthroplasty procedure on (B)(6), 2012. During the procedure, the signature femoral guide did not fit well and this resulted in a cut on the distal femur being out of line, which resulted in uneven ligament balance. The procedure was eventually completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Supplier is evaluating the planning process for this surgery. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Event details were forwarded to the supplier manufacturer. Evaluation was limited to a review of planning and procedures. Supplier contract/manufacturer evaluation was inconclusive. Supplier confirmed that the guides were manufactured according to the surgeon's preferences.